Manufacturer narrative:
Updated b5 describe event or problem with additional information received from the field stating this device was explanted due to safety mode. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was explanted and replaced for nonspecific product performance issues. This product has not been returned for analysis. No additional adverse patient effects were reported. Additional information was obtained from the field. This device was explanted due to safety mode. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was explanted and replaced for nonspecific product performance issues. This product has not been returned for analysis. No additional adverse patient effects were reported.